Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a possible broken sensor wire that occurred on (B)(6) 2015. The patient stated that one part of the sensor wire broke off in her abdomen and the other part of the wire remained attached to the sensor pod. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).